Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet handheld sustained accidental damage resulting in a cracked screen, after which the device continued to deliver insulin but the user could not swipe to perform meal announcements. Symptoms included no reported adverse clinical effects. Outcomes included no noted impact on the user¿s health status. Investigation included review of the reported damage and device function. Investigation of this device revealed physical damage to the display interface consistent with user handling damage, with insulin delivery remaining operational. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.